Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/19/2016 phone call, 05/20/2016 phone call and e-mail, 05/27/2016 e-mail. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the unit started alarming and mechanical ventilation was not functional. The anesthesia machined was reportedly swapped out. There was no reported patient injury.